Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that an implant procedure on (B)(6) 2019 was aborted due to the patient having blood in their airway.

Manufacturer narrative:
The event of abandoned procedure was reported to abbott. During the procedure the case was aborted due to the patient having blood in the airways. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.